Event description:
The customer reported that the joystick (remote user interface) was not working and the system was unusable. This would cause a loss of motorized movements. Complete loss of motorized functionality may result in inability to obtain images. There is no report of injury or death.

Manufacturer narrative:
A ge service rep performed an on site investigation. The ps1 motion control card in the control panel was evaluated and replaced. The system was tested and found to be working as intended and put back into service.